Event description:
It was reported that the ventilator generated alarm indicating leak. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the information provided by the technician, the issue was solved without technician visit. No more information was provided. The device's logs were not provided for further analysis. Alarms such as peep high, expiratory minute volume: low, paw high, vt insp. Overrange and inspiratory flow overrange indicate an excessive leakage in the patient circuit or an increased expiratory resistance in the patient¿s breathing system. These alarms may indicate insufficient ventilation to the patient or no ventilation. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. As the cause of the alarm activation is unknown, the cause could not be determined.